Manufacturer narrative:
Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Unit passed the delivery accuracy test at 0.08740 inches.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 528 mg/dl. The customer had symptoms such as nausea, dehydration and started vomiting all day on (B)(6) 2017 and treated herself with massive amount with insulin 13u and then 19u back to back and the blood glucose were not coming down but going up. It was reported that on (B)(6) 2017 blood glucose at 4:17am was 528 mg/dl and was treated with a 11.7 u bolus from the pump. Blood glucose at 5:21 am was 503 mg/dl and was treated with a 10u bolus from the pump, blood glucose at 5:54am was 547 mg/dl and was treated with a 12.8u bolus from the pump. On 9/5/17 blood glucose at 6:12am was 262 mg/dl and was treated with a 6.1u bolus from the pump. Blood glucose at 7:06am was 359 mg/dl and was treated with a 20u bolus from the pump. Customer¿s blood glucose level was 140 mg/dl at the time of the call. Customer mother states that she was in the hospital due to diabetic ketoacidosis. Customer mother stated that she was dehydrated, using massive amounts of insulin and had vomiting. Customer mother stated that patient was hospitalized because of high blood sugar on (B)(6) 2017 at 1030pm. Customer's blood glucose value was 360 mg/dl when admitted to hospital.. Troubleshooting was performed. Customer mother stated that the pump may not have been delivering the insulin and there were no "no delivery alarms. Customer mother and the endo had asked for pump replacement and are concerned about the possible under delivery of insulin. The product was returned for analysis.